Event description:
It was reported that during an unknown procedure, the clips were scissoring. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.